Event description:
The distributor in (B)(6) reported through their office in the (B)(6) that while the device was on a pt, the device's audible alarm did not function during an alarm condition. The alarm message was visible on the device's screen but was not audible even though the volume level was set to maximum. It was reported that there was no harm to the pt.

Manufacturer narrative:
(B)(4). Carefusion tech support has requested info regarding the troubleshooting steps taken by the distributor in (B)(6) and what part(s) are needed to repair the device and return it to svc. As of 06/19/2015, carefusion tech support has not received that info.